Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the asymptomatic patient presented for a scheduled lead revision. The revision was due to the lead exhibiting high pacing and defibrillation impedance, as well as an increase in capture threshold. The physician suspected the patient's appropriate shock therapy caused the lead components to deteriorate. On (B)(6) 2020, the lead was capped and replaced with no complications. Patient was reported stable and doing well.